Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A 3.00x8mm synergy drug-eluting stent was selected for use to treat the lesion. However, when the device was out of the box, it was noted that the stent struts were sticking up and the physician was not comfortable using the device. The device never introduced into the patient's body. No patient complications were reported.